Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's gas module, gas tubing, and water trap receptacle.

Event description:
Customer reported an issue with the pm9000 express monitor, which may have affected pt monitoring. No patient injury was reported.